Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. The same day as the onset of peritonitis, the patient was hospitalized for the event. The patient was treated intraperitoneally with cefazolin (dose and frequency unknown). At the time of this report the patient had one week remaining for the cefazolin treatment. Action with dianeal therapy was ongoing. The patient was discharged four days after admission. The patient was recovered from this peritonitis event. The patient was retrained on the proper aseptic technique. All available information was reported.